Event description:
It was reported that during a ureteroscopy, the balloon portion of this balloon catheter tore in half and a segment broke off, remaining in the patient. The physician retrieved the pieces with a stone retrieval basket and no residual material was left in the patient. There were no further complications. The procedure was discontinued at that time. The device has been destroyed by the user facility. Therefore, no failure analysis is available. The company's follow up indicated the working channel of the scope may have been too narrow or perhaps something sharp existed within the scope's working channel resulting in tearing of the balloon as it was being withdrawn through the channel. The company believes these factors may have contributed to this event. However, without evaluating the device, company is unable to determine the exact cause for this event. The company's directions for use state: "withdraw catheter slowly with gentle rotation in a counter clockwise direction to help the balloon fold around the catheter shaft to facilitate withdrawal. Caution: if resistance is encountered while attempting to withdraw the catheter through the scope-stop. 1. Detach removable inflation connector from catheter. 2. Scope may now be removed over the catheter, or catheter and scope may be removed as a single unit.